Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012 the patient underwent a surgical procedure for the repair of a recurrent ventral hernia. Following discharge the next day the patient began complaining of severe abdominal pain and called the doctor's offices to seek medical assistance. The patient was told that he should continue to take his medication and did not need to be seen. The following day the plaintiff called the provider's office again to inform him that the patient was still experiencing sever abdominal pain despite his medications. No further treatment of evaluation was ordered. After calling the provider's office a 3rd time with complaints of severe abdominal pain and having trouble using the restroom the patient was told to get some milk of magnesia , but that nothing else could be done. On (B)(6) 2012 the patient was unable to walk and fell to the floor . He was transported to (B)(6) hospital by ambulance where he was pronounced dead on (B)(6) 2012. The cause of death was listed as cardiac arrest/pulmonary edema.